Event description:
During routine pump replacement for battery depletion, the catheter access prot (cap) was found to be detached from the pump. There had been no problems with the pump. There was reported to be no pt injury. The pt was "o.k." Following the replacement. The medication being delivered via the device system was not reported; the device system was used for the treatment of pain.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.